Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm rf pic failed self-test. Customer's blood glucose at time of incident was 296 mg/dl. Customer stated alarm did not occur during the rewind/prime sequence. The customer was advised to clear the alarm using esc/act. The customer was explained the alarm and possible causes. The customer received rf pic failed self-test and advised that the insulin pump will need to be replaced.